Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reconnected to the device after disconnecting improperly which is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. It also provides step-by-step instructions for properly conducting an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 3 of 4 of automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that the home patient disconnected during therapy without pressing stop and then reconnected to the machine. A technical service representative (tsr) explained the alarm and reviewed proper procedures with a care giver (cg). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.